Event description:
A single use disposable gyrus plasma knife was used for a surgical procedure to remove the tonsils and adenoids. Upon completion of the surgical procedure, a deep partial or full-thickness burn was noted in the left commissure of the mouth and a partial thickness burn located on the right side. Staff had noted that the insulated shaft portion of the plasma knife that would rest against the corner of the mouth was abnormally hot.gyrus engineers will be visiting at the hospital to test the plasma knife.